Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with adult degenerative disease and scoliosis underwent spinal surgery from t10 - pelvis. Post-op pelvic screws breakage (bilaterally) at sacro-iliac joint was observed causing pain to the patient. It is not confirmed whether surgeon will perform revision surgery on the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.